Manufacturer narrative:
During preventative maintenance at the zoll germany service depot, the autopulse platform (sn (B)(6) stopped compressions with user advisory 17 (max motor on time exceeded during active operation) during functional testing. The root cause of the ua17 advisory message was the defective drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in march 2017 and is over 8 years old. The drivetrain motor will be replaced to remedy the fault. Also, the lcd screen was scrambled and unreadable. The root cause of this issue was the defective processor board, likely attributed to the device's aging. The defective processor board will be replaced to resolve the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance at the zoll germany service depot, the autopulse platform (sn (B)(6) stopped compressions with user advisory 17 (max motor on time exceeded during active operation) during functional testing. Also, the lcd screen was scrambled and unreadable. No patient involvement.